Event description:
A malfunction was reported on the pump, with no notable events occurring prior. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer was instructed by cts to return the problematic pump to tandem and was sent a replacement pump. The customer was also advised that they would receive a pump with updated software and acknowledged instructions regarding storage mode and returning the pump.